Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol marlex mesh (bard flat mesh) and perfix light plug on (B)(6) 2013 (x2) and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol marlex mesh (bard flat mesh) and perfix light plug on (B)(6) 2013 (x2) and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1, #2). Per op notes, ¿a sheet of bard flat mesh (device #1, #2) was sutured to inguinal ligament bilaterally.¿ (B)(6) 2019 - patient was diagnosed with recurrent left inguinal hernia, left inguinal pain thereby underwent open repair with implant of perfix light plug (device #3). Per op notes, ¿previous mesh (device #1) was dissected free from chronic inflammatory tissue. The floor was repaired using onlay perfix light plug (device #3).¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.